Manufacturer narrative:
The returned driver was evaluated. The pentalobe tip was found to be in good shape but the weld around the alignment block cracked, allowing the alignment block to detach from the tip of the driver. The cause may be attributed to multiple uses and forces which caused the weld to fatigue and finally crack during this event. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the alignment block broke off the inserter while trying to install a screw during surgery. The procedure was completed using an alternative inserter. There were no reported patient impacts associated with this event.